Event description:
It was reported that the customer had issues with the sensors not staying in and only lasting 2 days. Customer's wife stated that the customer is getting an infection from sensors. Medtronic representative did not offer to transfer the customer to the help line because it sounded like he had a lot going on and did not want to talk to anybody else. Customer was told to call back to report the details. An outbound call to offer troubleshooting to the customer will be placed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.